Event description:
Customer noticed while loading ultrasound device into catheter that it was breaking/ broken. Removed and replaced with new system.

Manufacturer narrative:
Inspection of the returned device confirmed the ultrasound wire (microsonic device) was fractured in several places in the treatment zone. The entire device was inspected and there was no other evidence of damage or abnormality. Review of the manufacturing records found no unusual processing procedures and the device passed all inspections. It was not possible to determine with certainty why the device fractured.